Event description:
It was reported that the patient experienced ineffective therapy after weight gain. X-ray imaging revealed migration of the l3 lead. As a result, the lead was replaced via surgical intervention on (B)(6) 2024. Therapy was restored post op.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.